Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, incomplete apposition occured. Target lesion #1 was located in the 1st right posteriolateral branch with 85% stenosis and was 14.0 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement of a 2.75 mm x 16 mm taxus liberte stent. Post stent deployment ivus was used which noted incomplete apposition. This was treated with post-dilatations using a compliant balloon. Residual stenosis was 0%. Target lesion #2 was located in the proximal circumflex with 80% stenosis and was 12.0 mm with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and implanting a 2.50 mm x 16 mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel.

Event description:
It was reported that during a rectum procedure, the staples would not hold. Just after firing the device on the rectal stump, the physician noted that the whole staple line wouldn't hold. A second stapler was immediately used successfully. Regarding the information provided, there were no clinical consequences while and after the procedure. (B)(4)

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge housing damaged. The analysis results showed that one device arrived with the cartridge housing damaged and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape; the staple line was noted to be complete. While no conclusion could be reached as to how the cartridge housing became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.